Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that the surgical resident complained about the unit slipping. Additional clinical information has been requested but no further information could be provided by the customer.